Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The customer reported to have replaced the solenoid assembly. The ventilator passed all testing.